Event description:
Surgeon used drill and drill guide from the arthrex percutaneous insertion kit for 2.4 mm suture tak. While drill was in use, it fused inside guide, making it unable to be used in the appropriate fashion. Drill and guide were removed from the patient and taken back to the back-table for inspection. As the drill (still stuck inside the guide) was attempted to be removed from the handle, it broke at the attachment end. The pieces were removed from the sterile field and a new arthrex percutaneous insertion kit was opened to be used to finish the surgery. Also during the case a 25 degree tight curve, left, quickpass lasso was used. After only a few uses (2-3) the looped wire became frayed and jammed inside of the housing, also making the device unable to be used correctly. It was also removed from the patient and placed on the back-table. A new 25 degree tight curve, left, quickpass lasso was open for use.